Event description:
The customer reported that the system displayed a generator error message and would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation, and replaced the battery pack. The system was tested and found to be working as intended and put back into service.